Event description:
Nurse attempted to remove the foley catheter; 30cc was removed from a 35cc balloon. When slight tension was applied, the foley catheter couldn't be removed. A urologist was consulted and he was able to remove the catheter without surgical intervention.